Event description:
It was reported that the intraocular lens (iol) would not advance through the cartridge and was becoming damaged by the plunger. The issue was identified during handling and prior to insertion. There was no patient contact. No intervention involvement reported. No further information was provided.

Manufacturer narrative:
Age, weight, ethnicity: not applicable since there was no patient involvement. If implanted; give date: not applicable since there was no patient involvement. If explanted; give date: not applicable since there was no patient involvement. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on apr 14, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint simplicity was received with the lens stuck inside of the cartridge and that the lens was overridden by the plunger rod. The cartridge tip and the plunger rod tip were also observed to be damaged. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. The lens was removed and cleaned, presenting with lens damage and a detached haptic. No further issues were observed. The complaint issue "dc-lens damage" was identified during product evaluation (dc-device advancement issue was not observed); however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue either. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.